Event description:
It was reported that the right ventricular (rv) lead had a mechanical lead complication. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual analysis of the lead noted apparent explant damage. All electrical testing was within specified parameters. Destructive analysis was performed and there were no mechanical anomalies observed. Concomitant product: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).